Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and a caregiver experienced difficulty attaching the connector during a supply change, specifically turning the connect adaptor into the locked position, and the caregiver used needlenose pliers to complete the connection; the device then completed a full load sequence and insulin delivery resumed, with blood glucose reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no impact on daily activities. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that the connector could be secured with tool-assisted torque and the device functioned as intended after proper attachment. It was concluded that the event was attributable to user difficulty with connection rather than a device malfunction.